Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by provider that the (B)(4) concentrator is shutting down with no error code noticed on the pc board. The caller states the units have not been serviced in years and was calling in for technical assistance.